Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was hung up on update. A field service engineer instructed the customer to power down the station for approximately 30 minutes. After powering it back on, the station successfully booted into the application. The customer then inventoried medications in all drawers and confirmed that the station was up and functioning normally. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pharmacy technician restarted the device for monthly updates and the station kept restarting and was stuck on the restart screen. However, there were no delays or adverse events or injuries reported based on this event.